Event description:
It was reported that a patient underwent a quadricep tendon repair on (B)(6) 2014 and suture was used. Forty two days after the procedure, the patient experienced a purulent discharge at 1 point of the subcutaneous suture on a scar on the quadriceps. A thread of the suture had been discovered in an orifice. This incident led to a disunity of the scar. A sorbact dressing was provided. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. One explanted, undyed suture segment of approx. 3cm with a surgical knot which shows strong signs of disintegration was received. This appearance of the suture is as it is excepted after this long time of exposure to air humidity and implantation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent quadricep tendon repair and reinsertion of tendon due to rupture of quadriceps left tendon. Forty-two days after the procedure, on (B)(6) 2014, two threads of suture in two orifices was discovered. The patient received analgesic with paracetamol and tramadol and anticoagulation with lovenox 0.4 ml. Three weeks following treatment with placement of dressing, there was a favorable evolution of the wound.

Manufacturer narrative:
(B)(4). Conclusion to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.